Manufacturer narrative:
As reported, the tip batteries were discolored, and overheated in the hydro-surg plus w/ smoke vac laparoscopic irrigation system. The subject device was not returned for evaluation, as such we are unable to review for root cause determination. Based on not having the sample returned to evaluate, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental MDR will be submitted. Sample not returned.

Event description:
As reported, during a surgical procedure on (B)(6) 2020, the hydro-surg plus w/ smoke vac trumpet valve & tip was used. The inside of the battery pack & motor were dripping with water and the batteries were very hot. The battery pack was opened after the case, the batteries were extremely hot. The bottom of the housing of the batteries was discolored brown from the water, and the overheating of the batteries. There was no reported patient injury.